Event description:
It was reported that the battery of this pacemaker was suspected to be depleting rapidly as it decreased from 12 years to 10.5 years in a two day period. A request was made to have the data from this pacemaker analyzed. It was noted that the device was using 108% power consumption due to frequent non-sustained ventricular tachycardia (nsvt) alerts. Data analysis confirmed that the drop in longevity appeared to be possibly due to transient increase in radiofrequency (rf) usage. Engineering analysis also noted some low daily battery voltage measurements and recommended for further device evaluation to be performed. At this time, this pacemaker remains in service. No adverse patient effects were reported.